Event description:
It was reported that during the procedure, this right ventricular (rv) lead was showing low amplitude measurements, with slightly elevated threshold values. The physician attempted to reposition the lead; however, similar results were achieved. The physician proceeded to make several attempts to reposition the lead; however, after each attempt, helix extension/retraction difficulty occurred. On the last attempt, the helix could not be extended again, despite rotating the lead 20 times. The physician opted for a new lead, which was successfully implanted. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the complete lead was returned intact. Visual inspection noted that the helix was extended, and dried blood/body fluid was present in the helix housing. The lead and tip appeared intact and undamaged. Testing was completed to assess the lead. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead was showing low amplitude measurements, with slightly elevated threshold values. The physician attempted to reposition the lead; however, similar results were achieved. The physician proceeded to make several attempts to reposition the lead; however, after each attempt, helix extension/retraction difficulty occurred. On the last attempt, the helix could not be extended again, despite rotating the lead 20 times. The physician opted for a new lead, which was successfully implanted. No adverse patient effects were reported.